Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) with unknown blood glucose. Customer experienced symptoms such as nausea and vomiting and customer was pregnant. Customer did not ask for treatment in the hospital. Customer did not want to do any troubleshooting. Customer reported that the insulin pump was not on auto mode at the time of event. The insulin pump will not be returned for analysis.